Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) level was greater than 500 mg/dl. Elevated bg was addressed via manual insulin injection. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.